Event description:
It was reported that the patient presented remotely to the clinic via merlin net transmission. Transmissions showed that the right ventricular (rv) lead was under-sensing. No intervention was performed. No patient consequences was reported.